Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from the USA of bacterial peritonitis with culture (B)(6) for (B)(6), in a patient coincident with dianeal pd4 ambuflex therapy. On (B)(6) 2009, the patient began treatment with dianeal pd4 ambuflex, (dose, frequency and lot numbers were not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was hospitalized for peritonitis. On (B)(6) 2011, the patient was started on vancomycin (dose, route and frequency were not reported). During the hospitalization, the patient's pd catheter was removed and the dianeal therapy was discontinued. The patient was placed on hemodialysis. It was reported that the patient was using a new lure lock set (unspecified) which was the only new item he was using and that this was the first report of peritonitis on this patient. At the time of this report, the patient remained hospitalized and the outcome for the peritonitis was unknown. No concomitant medications were reported. No statement of causality was reported for the event